Manufacturer narrative:
A ge oec service representative investigated the issue and found issues with the cpu that ended with a single board computer upgrade, with associated components. Additionally, artifacts were noted on the images and the image intensifier was replaced, then the x-ray tube to restore normal functionality. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have issues with the system interface pcb communicating with the fluoro functions pcb. On site, the ge service representative also noted artifacts on the images.